Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18617207/ 18617207.

Event description:
It was reported that patient was experiencing discomfort. The patient underwent an explant procedure due to the structure of the spine and was doing well postoperatively. The explanted devices were kept by facility.